Manufacturer narrative:
(B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that they have connected 50 psi(pound per square inch) of o2 (oxygen) to the lap top ventilator 1200 but the low o2 pressure led (light-emitting diode)is on. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: service technician was able to verify customer's reported problem "o2 connected but low o2 pressure led on". All testing performed with a good known test ac adapter and patient circuit connected. Powered on vent and low o2 pressure led is on. Deactivated low o2 pressure by pressing and holding for a few seconds. Ventilator passed 108 hours extended tests at customer settings with no unusual alarms or conditions.